Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms and had to change set 14 times in 14 day. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer was able to resolve no delivery with a complete set change. During troubleshooting, it was found that cannula was bent. Customer was educated on cause and prevention of bent cannula.